Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. Pump had minor scratched display window, cracked reservoir tube lip and stained address/serial number label.

Event description:
Customer's parent reported via phone call that the insulin pump was exposed to moisture. Customer blood glucose reading was 218 mg/dl. Customer fell in the swimming pool. The insulin pump was returned for analysis.

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.